Event description:
In 2007 at 1:44 pm, the pay-user/patient contacted lifescan (lfs) alleging the one touch ultra2 meter is giving inaccurate high control solution results. On eight days later, this medical affairs specialist (mas) contacted the patient to obtain/clarify more information. The complaint is being classified based on the mas callback and the documentation of the customer care advocate (cca). The patient tests her blood glucose 5 times per day. The patient takes 30 units of novolog before each meal and takes additional novolog based on her blood glucose readings. The patient is also on basal insulin and takes 40 units of lantus in the morning. That morning, the patient proceeded to test her blood glucose. The patient was unable to provide the glucose reading, but did say that her reading was elevated. Based on the elevated reading, the patient took the minimum amount of insulin (40 units of lantus and 30 units of novolog) in addition to the extra units of novolog (unspecified amount), and ate breakfast. Later that day, she started to feel shaky and administered self-treatment by eating skittles. She felt better within 30 minutes. When the patient checked the lfs meter with the control solution test, the patient obtained a control solution test of "146 mg/dl", which failed out of the control solution range of "95-128 mg/dl." According to the patient, she did not take any action in regards to diabetes treatment and did not require medical intervention. The patient was not tested on any other meter. During the troubleshooting session, the patient verified that the meter was coded correctly, the test strip vial was not cracked or broken, the test strips were in good condition, the control solution and test strips have not been open longer than the discard date, and the unit of measurement was correctly set to mg/dl. This complaint is being reported because the patient claimed she took extra insulin based on a questionable elevated blood glucose reading, and developed symptoms suggestive of hypoglycemia. The lfs meter and test strip also failed the control solution test. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.